Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side device rupture. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side device rupture diagnosed with CT/MRI. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed.

Event description:
Healthcare professional reported right side device rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.